Event description:
A customer reported receiving imprecise readings on his freestyle lite blood glucose meter. The customer reported obtaining the readings of 29 mg/dl and 111 mg/dl. When plotting the readings against the average on a parkes error grid, the result fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no third party medical intervention. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned the meter with. The complaint is under investigation, and a follow up report will be filed once the investigation is complete.